Manufacturer narrative:
In response to FDA report (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation and capsular contracture baker grade 4. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency a left side deflation, capsular contracture, baker grade IV, "lymph nodes were swollen including thighs and under my armpit", and "chronic skin rashes". Device has been explanted.